Manufacturer narrative:
The suspect device may be returning for a full evaluation. A supplemental report will be submitted once the evaluation is complete. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges during an ablation procedure, the physician noticed during wire manipulation that the patients rhythm degraded into ventricular tachycardia and two rounds of compressions were given. The patient was then shocked, and code blue was called. The code team entered the room, and rhythm was determined to be stabilized. An interventional cardiologist was then called to perform left and right heart angiogram on the patient. The patient was determined to be stable, the catheters were extracted, and the patient was transported to the intensive care unit (ICU). No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed as a lot number was not provided.